Event description:
Operative report shows pt had capsular contraction on the left side. Bilateral breast reconstruction with replacement of the implant was performed along with nipple reconstruction. Pt complains of problems including scratching all the time, to the extend of getting sores, bleeding and burning.